Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure the catheter leaked between the prosthetic and foley anchoring balloons. The physician completed the procedure with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.